Event description:
Clinic notes were received that indicate in (B)(6) 2013 the patient reported that he couldn¿t feel his vns shocking him anymore nor could he feel the magnet stimulation. It was noted that the patient¿s ¿sps¿ (single partial seizures) had become longer in duration. They used to last <30sec and now they last 1 minute with one lasting 3 minutes. There was no real change in frequency; the patient still had roughly 10-12 per month. The vns was noted to have been interrogated and was working fine, the current was increased. Good faith attempts for further information from the physician have been unsuccessful.

Manufacturer narrative:
.